Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. When the surgeon attempted to use the signature guides, they did not fit onto the bone. Traditional instrumentation was used to finish the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier evaluation of planning and procedures found device to be out of design specifications. Incorrect fit of the femoral guide is caused by under-segmentation of medial osteophyte. Incorrect fit of the tibial guide is most likely caused by over-segmentation of the medial plateau.